Manufacturer narrative:
(B)(4). The customer replaced the gas delivery engine (gde) in order to resolve the reported issue. The suspect gde has been returned to vyaire medical for further evaluation. Once the final evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that while using the avea ventilator, it is reading higher than the set fraction of inspired oxygen (fio2). The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to an accumulation of contaminates and corrosion on the blender valve mechanism.